Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found that the tubing through pinch valve vl9a popped off the check valve at feed through fitting ff162. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was from an unknown source within the instrument. The instrument was failing background counts for the differential parameters when the leak was noticed. The volume of the leak was less than 10 ml and was not contained within the instrument. The operator was wearing a lab coat and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.